Event description:
It was reported that a beta bionics ilet user has a 3rd failed cgm and believes it is due to the pump. He states the pump shuts down with request and was having other issues he could not think of at the time. A replacement was arranged for the user. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.